Event description:
The customer reported that the image was lost on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a bad contact in the connection piece on the video controller. The system was repaired, found to be operating as intended, and released to the customer for use.